Event description:
It was reported to resmed that the CPAP device caught fire.

Manufacturer narrative:
The customer reported to resmed that the patient discarded the device. The customer provided the serial number for the humidifier, but no information was available for the CPAP; part number, model or serial number. Resmed has made multiple attempts to get the CPAP information from the customer. No device information has been provided. The unit was discarded by the customer and not available for investigation. Resmed is unable to confirm the alleged malfunction. There was no adverse event reported for this incident.